Manufacturer narrative:
Updated to product problem and adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient programmer had poor communication and was not working even when the batteries were changed. The patient reported that they were in the hospital because his leg gave out on him and he fell. The patient reported the reason they were in the hospital was related to the therapy or device.